Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4) flare detached. Visual evaluation of the returned device found that the flare was detached and catheter slightly kinked in the extreme of the strain relief and kinked near to the dongle. The handle cannula is in good condition and there was evidence of the flaring process performed during manufacturing. Functional testing could not be performed due to the flare detachment. The complaint was not confirmed, the flare detached. This condition does not allow the device to be actuated to perform the electrical test. Additionally, the catheter slightly kinked in the extreme of the strain relief and the device has the catheter kinked near to the dongle, this kink probably caused the flare to detach. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, there was no current being delivered to the snare. It was reported that there was no visible damage to the device prior to use. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, there was no current being delivered to the snare. It was reported that there was no visible damage to the device prior to use. The procedure was completed with another rotatable snare . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.